Event description:
When dr was doing the anastamosis, some of the staples in the stapler did not deploy and remained in the stapler, while some did deploy. He was able to redo the anastamosis with a new stapler.